Manufacturer narrative:
Evaluation: method - investigation included as follows: review of info reported. Pathological evaluation of the returned specimen. No lot number was provided by complainant; however, review of previous complaints by physician and complaint facility was performed. Result - results of investigation included: based on the info reported, the event was evaluated as device disintegration. Pathological evaluation of the returned specimen was received. Comments by lifecell medical director revealed that "the majority of the strattice appears intact with only a rare focus graft degeneration. In summary, there is variable graft repopulation by fibroblasts and capillaries. There is no sign of infection." Query of lifecell complaint system reveals that as of (B)(4) 2013, there have been (B)(4) events reported to lifecell by the physician including one reporter of device disintegration. Conclusion - based on the review of the info reported and pathological evaluation, it concluded that it is unlikely that the lifecell device contributed to the event. Lifecell's pathological evaluation showed absence of significant inflammatory and foreign body giant cells. Lifecell device showed no infection. Majority of lifecell device appeared intact with a rare focus of degeneration. Further, it should be noted that the complaint device was utilized for the pt's third ventral hernia repair and pt was reported to have pre-existing conditions of obesity, diabetes and smoking. Therefore, it is concluded that the pt's underlying conditions most likely contributed to the event.

Event description:
On (B)(4) 2013 it was reported to lifecell that (B)(6) female pt underwent third ventral hernia repair using lifecell device for the first time. Lifecell device was placed as an underlay approximately (B)(6) 2012 (original procedure date unk). Pt had recurrence and on (B)(6) 2013 surgeon used a laparoscope to visualize the previously placed lifecell device. Device was apparent around the edges of repair, disintegration of center of graft and reherniation reported. Device was explanted and returned for evaluation. Lot number of the complaint piece is unk. Repair with a second lifecell device was uneventfully completed on (B)(4) 2013.